Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59a52. Investigation summary: the analysis found that one ec45a device was returned with an endopath xcel trocar insert on the device, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Yes, the safety lockout engaged. The nurse changed new reload and continued the surgery. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Used the return knife switch and opened the jaw safely. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that the doctor used ec45a and ecr45w in whipple surgery. He found the ec45a is locked. They couldn't solve the problem. The nurse changed a new ec45a and ecr45w. No patient consequence reported.